Manufacturer narrative:
Balt USA reference: #(B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed the implant coil and introducer sheath was not included with the device return; we observed no sign of detachment cycle being ran; we observed no visual damage to the detachment zone with the pet jacket, lead wires and solder joints intact; we observed multiple minor kinks along the hypotube; we observed the microcatheter was not return; we conducted destructive testing of the delivery pusher to reveal the detachment profile of the sr thread; we observed the distal tip of the sr thread is opaque in color - indicating the thread endured an overload in tensile stress. Root cause of the reported issue can likely be attributed to an overload of tensile stress exerted on the implant coil. Upon device return, we observed the delivery pusher was returned with minor kinks along the hypotube. Moreover, we noted the detachment zone showed no visual signs of a detachment cycle being ran and the implant coil was not returned. To further analyze the unit, the body coil was deconstructed to reveal the tip of the sr thread which showed that the thread was opaque in color, indicating the thread endured an overload in tensile stress. It is possible if the implant coil were to have become damaged during attempts to introduce the coil system, this could have led to the reported friction and further lead to the implant coil becoming detached upon retracting the coil system through the introducer sheath. Without the return of the implant coil its exact condition is unknown, therefore further analysis of the implant coil could not be performed. Furthermore, the exact condition of the microcatheter used during the incident is unknown, however if it were to have become damaged or temporarily ovalized, this could have caused excessive friction to be endured by the implant and possibly damage the coils. It is indicated in the lhr that the unit underwent 100% inspection which verifies that the implant was free of damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f250200820 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. Review of the lhr indicates that lot f250200820 is not a reworked lot and is not associated with a pd and ncmr.

Event description:
It was reported that: "after half of the coil was inside the aneurysm the physician was not satisfied, thinking it was too big for the aneurysm. He decided to take it out and for the first part it was all ok. When just 2/3 cm of the coil were inside the aneurysm the pusher was coming back but the coils was not. It self detached. No friction or resistance was observed. The pusher is returning. The coil is still inside the patient, and was anchored to the wall via a detachable solitair ab." Incident report form submitted for this complaint indicates that no patient injury was sustained.